Event description:
The ventilator was connected to a pt. The customer reports that during ventilation in the simv+ pressure support mode that the high/low rate switch was inadvertently switched to the low rate changing the delivered breath rate from 14 to 1.4 bpm.